Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, distal superficial femoral artery (sfa)/popliteal artery. The vessel diameter was measured at 7 mm. Following endarterectomy in the common femoral artery and predilatation with two balloons (7.6 mm and 7 mm), the 7 x 100 mm supera stent was deployed; however, the proximal end of implant became trapped in the deployment catheter. The stent implant and the delivery catheter were removed from the patient with the stent partially deployed. The delivery system was removed under fluoroscopy. A 7 x 80 mm supera was placed in the vessel without incident. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported partial deployment was unable to be confirmed as the stent was not returned. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a definitive cause for the reported deployment difficulty could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).